Manufacturer narrative:
Additional information was received that the delivery catheter system (dcs) was not the cause of the perforation. An autopsy was performed and confirmed a 2-3 cm perforation in the left ventricle. It was reported that the cause of the perforation was the confida guidewire.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The product was not returned, therefore no product analysis can be performed. Without return of the product, a conclusive cause cannot be determined. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this 29mm transcatheter bioprosthetic valve, the valve was placed about 4-5mm below annulus level and was deployed to 80%. The physician waited for 5 min for the valve to be ¿stable in the annulus¿ before final release. Before final release of the valve, the pigtail that had been placed in the non coronary cusp was repositioned, however it had become stuck. An additional wire was inserted and was used to release the pigtail from the non coronary cusp. After removal of the pigtail, an echocardiogram revealed a cardiac tamponade. The chest cavity was immediately opened to drain the tamponade. Due to significant blood loss, there was no further intervention and the patient subsequently expired.

Manufacturer narrative:
Product analysis: the product will not be returned for analysis, therefore no product analysis can be performed. Conclusion: the lot number was not recorded by the facility and the device was discarded immediately after the implant. Without the lot number, a lot history review could not be performed. Images of the implant were requested from the implant facility however were not provided. Information from the physician indicated that the guidewire had not been pre-shaped, resistance had not been felt during use, and the guidewire had been inserted through a catheter that was already positioned into the ventricle. It was reported by the physician that the ventricle perforation was not due to a malfunction of the guidewire. Rather, the perforation was caused by the guidewire in conjunction with the patient¿s extremely friable left ventricle tissue due to years of steroid usage. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.